Event description:
It was reported that a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported), (ip) gentamicin, ongoing (dose and frequency not reported) and (ip) fortaz, ongoing (dose, frequency not reported). On an unreported date during hospitalization the vancomycin was discontinued. The cause of the peritonitis was a break in aseptic technique. The patient was discharged six days after admission. At the time of this report, the peritonitis event was ongoing and improved. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.